Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the 8-way sock assy is corroded; sp over voltage test failed /the dual-rf board is defective. The damaged rf board was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts were identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated with manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the vapr vue generator device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device failed the sp over voltage test and its dual-rf board was defective. There was no procedure nor patient involvement reported. No additional information was provided.